Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify missing segments/partial display due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 111 mg/dl. The customer was assisted with troubleshooting. Customer stated that they went to swimming and insulin pump exposed to fluid and water in the battery compartment. Customer states o-ring was not in place. Customer states o-ring was not free of debris. Customer states battery cap was not damaged. Customer states the home screen appeared on the display. Customer reports display was flashing. Customer did not report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.